Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 926 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin and "lactated ringers inject usp". Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer experienced an elevated blood glucose level of 926-934 mg/dl. Reportedly, customer went the emergency room and was subsequently hospitalized. Customer received treatment of intravenous fluids of saline and insulin and "lactated ringers inject usp". Treatment resolved the issue and there was no permanent damage. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.